Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported migration is related to procedural conditions (shadowing, poor imaging). The reported poor imaging is related to patient condition (shadowing from hiatal hernia). The reported mr is a cascading event of the migration. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a patient presented with grade 4 functional mitral regurgitation (mr), a hiatus hernia, severe left ventricular ejection fraction (lvef) >30%, a small coaptation gap on a3p3 (anterior and posterior leaflet segments 3) and thickened leaflets for a mitraclip procedure. Due to the hiatal hernia, the aorta casted shadows on the transesophageal image. The shadowing was partially alleviated by slightly raising the patient's right shoulder. After grasping medial a2p2 with an xtw clip and completing leaflet insertion assessment (lia), the clip was deployed. The mr was reduced to grade 1. On (B)(6) 2024 a partial clip detachment was observed. The mr was recurrent at grade 4. Per the physician the shadowing over the posterior velum from the hiatal hernia and the poor echocardiographic image resulted in the partial detachment. On (B)(6) 2024, a second clip intervention was performed. An xt clip was implanted laterally to the partially detached clip, achieving stabilization. The cardiac image was optimized by elevating and rotating the patient. The mr grade was reduced to 2-3.